Event description:
It was reported that the proximal clevis of a monopolar curved scissors instrument was bent and pieces did not fall into the pt. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the proximal clevis was not bent, however, the tube extension was dislodged from the main tube. The entire tube extension wall was broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Damage may be due to excessive side loading. Engineering also observed the distal end of the main tube had a 2.5" long section with material removed. Damaged area is parallel to the tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. Electrical continuity passed. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is rec'd.